Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a paddle shaver was bent while preparing a disc space during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned paddle scraper was evaluated. The tip was found to have been bent/twisted. The cause can likely be attributed to greater than usual applied torsional force due to an obstruction in the scraper's path. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a paddle shaver was bent while preparing a disc space during surgery. There were no reported patient impacts associated with this event.